Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the umbilical cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The cable has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. Also when disconnecting and reconnecting umbilical, pendant displays connected not ready message. Mvs reboot needed to restore functionality. It was reported outside of a procedure that the system displayed a frame rate error message. There was no patient present.

Manufacturer narrative:
The mvs interface was returned to the manufacturer for analysis. Analysis found that when tested by cable validator, the bench test passed. Continuity test failed due to an open connection between j2 connector 4 and j2 side connector 5. Cable passed gbit and 100t test. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.